Event description:
It was reported that: "manta device appears to have been deployed at the cfa/profunda bifurcation. Obstructed blood flow was observed. Vessel was treated with percutaneous angioplasty balloon." Additional information: "during a tavr procedure micro puncture and ultrasound were utilized to gain low access in the common femoral artery. There was minimal calcification. Measured depth for the manta was 6+1=7cm. Systolic blood pressure was 127mmhg and act was 269. 19k heparin and 150mg of protamine was administered intravenously during the procedure. The patient was reported as fine post the angioplasty balloon."

Manufacturer narrative:
(B)(4). The UDI will be provided with the follow up reported.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device history record review was performed, and no relevant findings were identified. Case details were reviewed. Following the initial procedure, activated clotting time was measured at 269 sec, heparin and protamin were administered, and an 18f manta was deployed to the measured depth for closure. A post-deployment angiography revealed the manta device appeared to have been deployed at the bifurcation, causing the anchor to be malpositioned, obstructing flow. The physician chose to deploy balloon angioplasty, and blood flow returned. The patient did not experience any harm, injury, or health consequences from this event, and the outcome post-procedure was fine. The root cause of the delivery of the implant not being effective in creating hemostasis, requiring percutaneous intervention, likely contributed to user error due to deploying the manta device at the bifurcation and poor patient selection due to the presence of tortuosity in the arteriotomy. The manta instructions for use (IFU) posts warning not to use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. Additionally, the IFU also posts a warning not to use manta if there is marked tortuosity of the femoral or iliac artery.

Event description:
It was reported that: "manta device appears to have been deployed at the cfa/profunda bifurcation. Obstructed blood flow was observed. Vessel was treated with percutaneous angioplasty balloon.". Additional information: "during a tavr procedure micro puncture and ultrasound were utilized to gain low access in the common femoral artery. There was minimal calcification. Measured depth for the manta was 6+1=7cm. Systolic blood pressure was 127mmhg and act was 269. 19k heparin and 150mg of protamine was administered intravenously during the procedure. The patient was reported as fine post the angioplasty balloon.".